Manufacturer narrative:
Process evaluation did not reveal any internal error during production. The trajectory of the guide mold lines up with the doctor's treatment plan. Since this was a mucosa supported guide with no solid landmarks, the observed trajectory deviation may be related to guide positioning issue. The flexibility of the mucosa could have allowed the guide to seat more lingual than planned. In addition, review of the patient cbct scan showed that the patient's mandible bone ridge is knife-edge shaped. Due to the knife-edge ridge, the drill may slip and alter the trajectory.

Event description:
After doctor finished drilling the initial osteotomy sites using a surgical guide, he noticed that the holes were too lingual than planned. He proceeded to freehand the surgery without the usage of the guide.